Event description:
It was reported that the patient presented with syncope and there was intermittent noncapture of the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented with syncope and there was intermittent noncapture of the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a distal portion was received measuring 47 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant producta: product ID p1501dr pacemaker, implanted: (B)(6) 2007. An af3018c170xh stent graft, implanted: (B)(6) 2010. An iw1422c105xh stent graft, implanted: (B)(6) 2010. A 5592-45 non-defib lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.